Manufacturer narrative:
Event date approximated.

Event description:
It was reported that a device embolization occurred. On (B)(6) 2018, the patient underwent a successful left atrial appendage (laa) closure procedure without incident. A 21mm watchman laa closure device was successfully implanted. A complete seal was noted during the procedure with compression at 9-14% and the la pressure was 17. No fluids were given to the patient. The patient returned to the doctor for a 45 day follow up transesophageal echocardiogram and it was discovered that the device embolized to the thoracic aorta. On (B)(6) 2019, the device was removed with a biopsy forceps. No clinical consequences for the patient were reported. Patient is in stable condition.